Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by lower abdominal pain and fever. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. It was not reported if the patient was treated with medication for the event. The patient was discharged from the hospital 16 days after admission. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.